Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded motor home switch and corroded battery tube. The pump also had a minor scratches on case, cracked select button keypad overlay, missing display window cover, pillowing keypad overlay, cracked case (battery tube), cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the battery compartment was cracked and exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.